Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed short circuit involving two channels of the device.

Manufacturer narrative:
Additional information: a review of the device history records as well as in situ testing, performed in the box prior to implantation, showed normal results. Therefore, it could be assumed that the observed short circuit was likely caused, inadvertently, during insertion handling. However, to determine an exact root cause a device investigation would be necessary. The device remains implanted and in use.

Event description:
In situ measurements, conducted at fist fitting, showed a short circuit involving two channels. In package testing, conducted prior to implantation, showed normal results. Additionally, facial nerve stimulation was noted on channel 6, and aided thresholds of 60-70db were observed. At the moment there are no plans to explant the device.